Manufacturer narrative:
Hologic technical support (ts) and product applications specialist (pas) reviewed the logs for both affected runs. Ts did not observe any reagent or instrument issues. Pas emphasized that due to the different technology, the aptima sars/flu assay has a slightly higher sensitivity than the tma assay, which could contribute to the discrepancy in results. Pas also noted that the samples may have low target. Hologic field service engineer (fse) was dispatched to service the instrument. Fse cleaned the real-time fluorometers in the amp incubator, aligned the amp incubator to the linear distributor, and calibrated the auto detect fluid pumps and luminometer olv board. All checks and verifications passed, confirming the instrument was operational. Hologic completed a risk assessment and determined the residual risk is considered as far as possible. The affected patients are in an inpatient unit and are continuously monitored. No serious injury has been reported to hologic in association with this issue. Both assays¿ package inserts note that clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Event description:
On (B)(6) 2023, the customer reported to hologic that there were six discrepant results between the aptima sars-cov-2 tma and aptima sars/flu assays run on panther instrument sn (B)(6) . One of the in-patient units at the customer site was experiencing a sars-cov-2 outbreak, so patient samples were tested on the sars-cov-2 tma and sars/flu assays in worklists wl 002421-20231018-12 and wl 002421-20231018-11, respectively. The samples were also tested on a non-hologic platform (genexpert). Five samples were negative for sars-cov-2 using the tma assay (lot 561911) and positive for sars-cov-2 using the sars/flu assay (lot 839946) and genexpert. The remaining one sample was negative using both sars assays but positive on the genexpert platform. The customer questioned the results using the sars tma assay. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. No results were reported to patients, but they were already in an inpatient unit due to a sars-cov-2 outbreak and under respiratory/contact precautions. They were tested every 72 hours until there were two rounds where no new patients were identified as positive. There were no associated or reported adverse events. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.